Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Atrial lead damage was suspected. Abbott technical support was contacted and recommended lead replacement, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated a revision procedure was performed where the atrial lead was capped and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.